Event description:
Per legal complaint: as a result of having a bone anchor penetrating her l-5 disk, suffered servere back pain and developed a significant post-operative infection. She has had to undergo additional gynecological surgery to correct the defects of the bladder and prolapse surgery. She has also had to undergo orthopedic surgery to remove the foreign object from her disk and fuse her spine.